Manufacturer narrative:
The report is filed (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, on (B)(6) 2014, the patient sustained a head trauma at the implant site, resulting in infection. The patient was treated with antibiotics (type not reported); however, the issue could not be resolved. Subsequently, the receiver stimulator extruded through the skin flap. The device was explanted on (B)(6) 2015. Re-implantation is planned, however, has yet to take place as of the date of this report, (B)(6) 2015.